Manufacturer narrative:
Investigation summary customer returned one (1) loose 0.5ml insulin syringe. Consumer reported that the needle hub separated when needle shield was removed. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9203939. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837138] noted that did not pertain to the complaint. There was one (1) notification [200837053] noted for out of spec shield pull. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause: l2l dispatch #74054 was created for high shield pulls. The carrier shafts required oiling. Corrective action: oiled the carrier shafts. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that during use the hub separated from 2 devices with a relion® insulin syringe. The following information was provided by the initial reporter: consumer reported found 2 syringes in 1 - 10 pack needle hub assembly removes with shield removal.

Manufacturer narrative:
Medical device expiration date: na. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the hub separated from 2 devices with a relion® insulin syringe. The following information was provided by the initial reporter: consumer reported found 2 syringes in 1 - 10 pack needle hub assembly removes with shield removal.